Event description:
Caller reported a cgm error 42 during their use of the device. There was no adverse impact to the customer¿s blood glucose level. Technical support guided the caller through a pump reset, after which the cgm error code did not display again. The caller was advised to wait 20 minutes to start their sensor session, which they understood and acknowledged.